Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed and attributted to a defective monitor board. The monitor board will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.